Event description:
Distributor reported to (B)(4) service and repair: the trigger on one small batter drive is sticking and another small battery drive is getting hot when in use. It is also reported the sagittal saw attachment is in need of unspecified repair. Distributor reported event did not occur during a surgical procedure. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6).

Manufacturer narrative:
This device used for treatment and not diagnosis. The reporters complaint that the unit was getting hot was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.